Event description:
Additional information received from a manufacturer representative reported the trajectory was deviated roughly about 5 mm during a single level fusion at l4-l5. The suspected cause of the deviation was skiving due to the patient's boney anatomy. All planning for the procedure was completed prior to the surgery. The guidance system was brought in to the operating room, mounted to the patient and registration was completed successfully with green values at all levels. Once registration was complete, the surgeon decided to re-plan the screws to have more of a cortical trajectory due to the small incision that was made. Screw trajectories were replanned and the right l4 screw was instrumented. The surgeon indicated the screw did not have a great bite and it felt like it may be off, but would confirm at the end. The right l5 screw was instrumented, followed by left l4 and left l5. The screw at right l4 was then removed and the screw hole was probed. The surgeon said the hole did feel medial and they asked for the guidance system to be resent to the right l4 trajectory. The trajectory was reinstrumented to reduce skiving potential. Once complete, the system was removed and the interbody was placed. An imaging system was brought in at the end of the case to verify screw placement. Right l4 was found to still be medial so the surgeon removed the screw and manually redirected it. The surgeon believed that skiving could have been the possible cause and that cortical screws in the future should be planned with more of a medial to lateral angle.

Manufacturer narrative:
H3: analysis of the software exports and log files found the complaint was confirmed. The clinical export data file was thoroughly inspected and the log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation. The fluoro images provided demonstrated the deviation of l4 right. Analysis reviewed the planning and a skiving potential was noticed in l4 right. L4 right was the first screw to be inserted and after that 3 additional screws inserted accurately; this, and the fact that the system passed accuracy test before the case suggests the guidance system was accurate. Analysis concluded the most probable cause for the deviation at l4 right was due to skiving of the tools on the bone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that right l4 was medial to plan. The surgeon redirected the screw freehand. There was no patient harm and the procedure was not delayed over an hour.